Manufacturer narrative:
(B)(4). Actual weight reported as (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the saphenous vein graft (svg) of the distal right posterior lateral branch with the use of a non-abbott device. Post non-abbott stent placement distal free-flowing perforation was noted with immediate hemodynamic compromise. Immediate resuscitatory efforts began with transvenous pacing (tvp) placement. Echocardiogram (echo) performed with no evidence of pericardial effusion or tamponade. Vessel occlusion with balloon failed to seal the perforation. It was noted that a 4.0 x 12 mm and a 4.0 x 16 mm graftmaster stents taken to 5 mm were deployed in the larger 6 mm diameter svg, however, they were unable to seal the perforation. The patient with severe hemodynamic compromise on multiple pressors with inferior st elevation; svg coil embolized with 6 mm coils x 5 successfully sealed the perforation. The patient was intubated and placed on a ventilator with manual and continuous chest compression (CPR). Additional procedure intervention was directed to the right coronary artery (rca) and the proximal and ostial rca were stented with 2 non-abbott devices. The patient was stabilized. There was no reported adverse patient sequela. No additional information was provided.